Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") with dermatitis allergic, migraine ("nuero condition / problem: migraine") and arthritis ("joint inflammation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(partial) and salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dyspareunia and allergy to metals had resolved and the migraine, weight increased and arthritis outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthritis, back pain, dyspareunia, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: received treatment for nickel allergy, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: results of confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event ¿injury¿ was replaced by more specific information: pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), general abnormal bleed, allergy: rash/skin condition, nickel allergy, migraine, weight gain and joint inflammation. Reporter information and patient demography added. She underwent a hysterectomy(partial) and salpingectomy(bilateral), case is now incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 38-year-old female patient who had essure (batch no. D14835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 (live births: (B)(6) 2016, (B)(6) 2015, (B)(6) 2004, (B)(6) 2000), night sweats and ovarian cyst. Concomitant products included oral contraceptive nos from 1990 to 2014 for birth control. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") with dermatitis allergic, migraine ("nuero condition / problem: migraine"), arthritis ("joint inflammation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urticaria ("rashes or skin conditions type: hives"), headache ("headaches"), amnesia ("memory loss") and cyst ("tumor /teratoma / cancer type: cysts") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with surgery (hysterectomy(partial) and salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dyspareunia, allergy to metals, migraine, weight increased, arthritis, vaginal haemorrhage, menorrhagia, urticaria, headache, amnesia and cyst had resolved. The reporter considered abdominal pain, allergy to metals, amnesia, arthritis, back pain, cyst, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia, vaginal bleeding, headaches, loss of memory, cysts, hives, inflammation of joints, abdominal pain, pelvic pain, nickel allergy, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2016: results of confirmation test :- bilateral occlusion; on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2018: both fallopian tubes contain a coiled metal wire. Concerning the injury reported in this case, the following ones were described in patients medical record conforming-abdomen pain,female pelvic pain, headache, hemorrhagic cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of product technical problem. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 38-year-old female patient who had essure (batch no. D14835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4 (live births: (B)(6) 2016, (B)(6) 2015, (B)(6) 2004, (B)(6) 2000). Concomitant products included oral contraceptive nos from 1990 to 2014 for birth control. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") with dermatitis allergic, migraine ("nuero condition / problem: migraine"), arthritis ("joint inflammation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urticaria ("rashes or skin conditions type: hives"), headache ("headaches"), amnesia ("memory loss") and cyst ("tumor /teratoma / cancer type: cysts") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with surgery (hysterectomy(partial) and salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dyspareunia, allergy to metals, arthritis, vaginal haemorrhage, menorrhagia, urticaria, headache, amnesia and cyst had resolved and the migraine and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, amnesia, arthritis, back pain, cyst, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia, vaginal bleeding, headaches, loss of memory, cysts, hives, inflammation of joints, abdominal pain, pelvic pain, nickel allergy, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results of confirmation test :- bilateral occlusion. Concerning the injury reported in this case, the following ones were described in patients medical record conforming-abdomen pain, female pelvic pain, headache, hemorrhagic cyst. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs received- new event vaginal bleeding, menorrhagia, hives, headaches, memory loss, cysts, were added, lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 38-year-old female patient who had essure (batch no. D14835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 (live births:(B)(6) 2016, (B)(6) 2015, (B)(6) 2004, (B)(6) 2000), night sweats and ovarian cyst. Concomitant products included oral contraceptive nos from 1990 to 2014 for birth control. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") with dermatitis allergic, migraine ("nuero condition / problem: migraine"), arthritis ("joint inflammation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urticaria ("rashes or skin conditions type: hives"), headache ("headaches"), amnesia ("memory loss") and cyst ("tumor /teratoma / cancer type: cysts") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with surgery (hysterectomy(partial) and salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dyspareunia, allergy to metals, migraine, weight increased, arthritis, vaginal haemorrhage, menorrhagia, urticaria, headache, amnesia and cyst had resolved. The reporter considered abdominal pain, allergy to metals, amnesia, arthritis, back pain, cyst, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient received treatment for menorrhagia, vaginal bleeding, headaches, loss of memory, cysts, hives, inflammation of joints, abdominal pain, pelvic pain, nickel allergy, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results of confirmation test :- bilateral occlusion; on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2018: both fallopian tubes contain a coiled metal wire. Concerning the injury reported in this case, the following ones were described in patients medical record conforming-abdomen pain, female pelvic pain, headache, hemorrhagic cyst. Amendment: the report was amended for the following reason: corrected: outcome of events migraine and weight gain to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.